Event description:
It was reported that the patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested as cloudy effluent. The cause of the peritonitis event was unknown. The patient was not hospitalized for the peritonitis. One week after the onset of the peritonitis event, the patient was started on prophylactic unspecified antibiotic (dose, route, duration and frequency was not reported). Two days later, the unspecified antibiotic was stopped and the patient was started on cefazolin (intraperitoneally, dose, frequency and duration not reported) for peritonitis. At the time of this report, the treatment was ongoing and the patient was reported to be recovering from the peritonitis. The pd therapy was ongoing. Additional information was requested and was not available at this time. This is report 2 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The date of onset of the peritonitis event was reported to be around two weeks ago (16sep2014). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is same patient as in (B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.